Manufacturer narrative:
Concomitant medical products: product ID: 2490h, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that they were not able to get any green lights on the telemetry portion of the monitor, during a manual transmission. Follow-up with the clinic indicated that the patient has not sent a transmission or had a device check done. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.